Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem by using the normal method. The procedure was completed with another of the same device. There were no complications reported and patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem by using the normal method. The procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was in a deflated state. Blood was visible inside the balloon material and along the inflation lumen. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not inflate due to the presence of solidified media in the inflation lumen. The device was placed in the water bath in order to allow the media to soften. The device was removed from the water bath and again an inflation attempt was made. Liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.